Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(6). (B)(4).

Event description:
Event description: index procedure: the patient was treated for a lesion in the right iliac. Approximately 16 months later the subject complained of pain. The target lesion was re treated with re stenting to treat in stent restenosis.